Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.